Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two of the vaso view 7xb dissection tips were not clear. Replacement units were used to complete the procedures. The hospital did not report any patient effects. Products are not returning for investigation. Refer to MFR report 2242352-2011-01542.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).